Event description:
Cardiac catheterization performed. Pt's condition was stable following the procedure. Review of a cxr showed a retained catheter. The retained catheter was successfully removed in the cardiac cath lab. The pt had no long term sequelae.